Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and found the thrust disk was loose and the trigger was bound. It was further determined there was corrosion on internal components, the tooth on oscillating head was broken and the force required to operate mode switch was below limit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to device being out of specification and improper care . This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the battery oscillator device was missing a peg and the disc would not stay in place. During in-house engineering evaluation it was discovered that thrust disk was loose, the trigger was bound and the tooth on oscillating head was broken. It was further noted that the internal components were corroded. There were no reports of delays to a planned surgical procedure or if an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.